Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump experienced a rewind anomaly. The blood glucose reading was 118 mg/dl. The customer stated that the insulin pump rewound on its own inexplicably. He was advised that he may have accidentally pressed the buttons in a specific order that caused the insulin pump to rewind. The cause of the rewind process was unknown, and he was advised to use the lock keypad feature. Nothing further reported.